Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed records of power on reset after call service 064 alarm on 08-jun-2018. The returned battery cap shows evidence of moisture corrosion and was able to fit properly to the pump to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn leading to a reboot. When re-tightened to the pump, the pump powered on and was able to be exercised with no interruption in power occurring. Investigation duplicated the complaint. The battery compartment was confirmed to be cracked during the investigation and moisture corrosion also confirmed inside the battery compartment and behind the display screen. Leak testing revealed moisture ingress into the battery compartment at the site of the battery compartment crack. There was additional moisture contamination found inside the pump on the display and the power printed circuit board.